Manufacturer narrative:
This report contains additional information in section b5 describe event or problem and correction in section e initial reporter.

Event description:
It was reported that the patient was seen in clinic and the right ventricular lead exhibited high impedance measurements greater than 3000 ohms along with noisy signals. Threshold values were normal. Boston scientific representative stated that there was a signal artifact monitor (sam) episode due to rv impedance. The sam episode disabled respiratory rate (rr) trend sensor. This rv lead remains in service. No adverse patient effects were reported. Additional information received indicated that the plan is to continue monitor.

Event description:
It was reported that the patient was seen in clinic and the right ventricular lead exhibited high impedance measurements greater than 3000 ohms along with noisy signals. Threshold values were normal. Boston scientific representative stated that there was a signal artifact monitor (sam) episode due to rv impedance. The sam episode disabled respiratory rate (rr) trend sensor. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient was seen in clinic and the right ventricular lead exhibited high impedance measurements greater than 3000 ohms along with noisy signals. Threshold values were normal. Boston scientific representative stated that there was a signal artifact monitor (sam) episode due to rv impedance. The sam episode disabled respiratory rate (rr) trend sensor. This rv lead remains in service. No adverse patient effects were reported. Additional information received indicated that the plan is to continue monitor. Additional information received indicated that this lead was explanted and successfully replaced. No additional patient adverse effects were reported.

Manufacturer narrative:
This report contains additional information in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, d6b explant date, h1 type of reportable event, h2 if follow-up, what type and h6 impact codes. This report contains additional information in section b5 describe event or problem and correction in section e initial reporter.